Manufacturer narrative:
(B)(4). The microcatheter with its tip fragment was returned for evaluation. Dimples that were probably made when interfering with calcified lesion were observed on the tip surface. Circumferential cracks, one of characteristics of tensile rupture, were found proximal to the torn end of the tip. Both tip polymer and the inner jacket on the torn end were found stretched distally. The separated tip was torn oblique. Dimples and circumferential cracks observed on the proximal side of the torn tip were also observed on the separated tip. Measurement of the returned tip showed that the tip was torn apart by oblique stress applied at approximately 2-2.5mm from the distal end of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with catheter removal had contributed to the reported tip separation. The applied stress would exceed the product's design limit when the catheter tip was being caught by calcific and tortuous anatomy. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, observed tip damage was too severe to completely rule out a potentiality that some fragment(s) might be left in the patient. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a severely calcified 90-99% occlusion in the right coronary artery #2. After successful wire crossing, an asahi caravel microcatheter was delivered over the guide wire for wire exchange. Atherectomy using a rotablator was performed when a foreign object was found on a rota wire. The foreign object was retrieved after atherectomy. The retrieve foreign body was a part of the microcatheter tip. No additional intervention was taken and the procedure was completed with reestablished blood flow. There were no adverse patient effects associated with this tip separation and the patient was fine without problem after the procedure.